Event description:
It was reported that during a laparoscopic colon procedure the surgeon could not open the device after firing. The surgeon had to change to open surgery and used hand sewing to complete the procedure.

Manufacturer narrative:
(B)(4). Incomplete-interrupted firing additional information: how was it removed from tissue? The device could not be removed. The surgeon changed to open and used surgical knife to cut the tissue to take the device out. What tissue was fired upon? Rectum. What troubleshooting steps were used to open the device? The device could not be removed. Was the device articulated or straight? Articulated. How is the patient? Is the patient expected to have a full recovery? Fine now. Has the user been inserviced? Yes. How long has the user been using the device? Around 2 months." The analysis showed that the 6tb45 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).